Event description:
A surgeon reported multiple patients with posterior capsule (pc) tears during cataract with intraocular lens implant procedures. The surgeon believed that the pc tears were caused by a defective tip. The surgeon is unwilling to provide additional information on these cases.

Manufacturer narrative:
No silicone I/a tip (unk configuration) was returned for pc tears. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).